Event description:
It was reported that the customer went to the hospital for her leg to be amputated and not for the high blood glucose. The customer was off insulin pump for more than 48 hours while at the hospital then her blood glucose went up and ended up in intensive care unit for two more days. The customer's blood glucose was 700 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to amputation later on blood glucose was increased to 700 mg/dl and the customer was went to the intensive care unit. The customer also reported that the insulin pump had blank display. The troubleshooting was performed and the display did not returned. The contact on the battery cap was neither damaged nor corroded. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device powered up properly after battery installation. No blank display noted during testing.